Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump had alarmed due to a pump memory error that occurred during interrogation. The pump was programmed to stop pump mode. The pump was interrogated, programmed back to simple continuous mode, and updated successfully. There was no pt symptoms or injury.